Event description:
Foley catheter did not have an opening for urine flow. This was discovered during the case when the patient was found to not have any output, the anesthesiologist suggested they check the foley catheter, it was removed and attempted to irrigate with a syringe, but nothing would flow through the channel. Lot number information was not retained by the hospital. Sample is not available for return.